Manufacturer narrative:
During a review of the vigilance system and advisory notice procedure a gap was noted in relation to the regulatory reporting of "same/similar" products. Reporting positions and procedures were updated to comply with regulatory requirements. For "same/similar" products a retrospective review of complaints for a 2 year period (shelf life of the products) was performed. Reportable cases were identified, this MDR is a retrospective filing that was identified during this review. Investigation results: the alleged false positive result complaint occurred on alere¿ hcg cassette (25 miu/ml) when the doctor performed the pregnancy test. Customer reported that the line of t was very diluted. Doctor performed another pregnancy test and obtained negative results on the same day. However, no complaint lot number was provided, and no additional information was provided. It is unable to identify if any misuse or deviation against the package insert. No lot number was provided, therefore manufacturing record review cannot be performed. Retain testing cannot be performed as a lot number was not provided. It is unable to determine the root cause from the insufficient information provided. Review product package insert, in the section of limitations, false positive pregnancy tests may be observed in patients with abnormal bladder or kidney function e.g. Enterocystoplasties and renal failure. In the package insert sensitivity and specificity section, the addition of lh (300 miu/ml), fsh (1,000 miu/ml), and tsh (1,000 iu/ml) to negative (0 miu/ml hcg) and positive (25 miu/ml hcg) samples showed no cross-reactivity. In conclusion, from the investigation no product deficiency was identified. This complaint will be tracked and trended.

Event description:
It was reported that on (B)(6) 2020 a false-positive occurred on alere¿ hcg cassette (25 miu/ml). Lot number not provided. The doctor performed the pregnancy test and the customer got a false-positive result (line of t was very diluted). They performed a pregnancy test again and obtained negative results on the same day. Although requested, no further information was provided.